Event description:
It was reported that four pts noticed a lump/mass two to twelve weeks after breast biopsy procedures. It was reported that one pt required re-biopsy.

Manufacturer narrative:
The actual complaint devices were not returned for eval, as they were discarded by the user facility. However, 11 devices from the same lot and one device from lot number 08k0910 were returned for eval. Visual examination concluded there was nothing out of the ordinary. Functional testing demonstrated the returned devices met specifications. The device history records for both lots were reviewed and confirmed that the lots met all release criteria. This is the first event reported for lot number 03e0441. The current IFU (instructions for use) state: potential complications that may be associated with the use of the senomark are similar to those associated with the use of other biopsy marking devices. Conclusion: the reported complaint could not be confirmed during the eval, as the unit met all functional requirements. The root cause of the reported failure could not be determined as the failure could not be replicated during the eval.